Manufacturer narrative:
(B)(4). The device problem is not adequately described by any other term.

Event description:
It was reported that a sensor code prompt displayed during a sensor session. The sensor was inserted into the abdomen on (B)(6) 2019. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.